Event description:
It was reported by service report that the fowler would not raise and side rail would not always lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip, latching spindle.